Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate the unit and confirmed the "dive manifold test" failure. To fix the issue, the fse replaced the drive manifold, and then performed functional and safety checks to meet factory specifications. The iabp passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was initially reported that the cardiosave intra-aortic balloon pump (iabp) had a ¿leak test failure.¿ it was later clarified by the customer that the iabp failed the drive manifold test during preventative maintenance (pm). There was no patient involvement, and there was no adverse event reported.